Event description:
Device placed too laterally. The pocket was opened and the device was repositioned. No adverse patient events reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.